Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 900 mg/dl. The customer stated that he was on a cruise, and picked up a virus that caused his blood glucose levels to elevate. The customer attempted to treat, but was unable to control his blood glucose levels due to the virus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.